Event description:
It was reported that during implant the lead had high thresholds consistently in an area. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the full lead was returned and analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.